Event description:
The reporter indicated, the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. Two days later, the surgeon found the icl to have excessive vaulting and the patient had elevated iop, which was associated with narrowing of the angle and shallowing of the anterior chamber. The surgeon performed a pars plana vitrectomy. The iop was transient and the patient is doing well. The icl remains implanted.

Manufacturer narrative:
(B)(4).